Event description:
A letter dated 7/25/2016 was received from a law firm regarding an end-user that was "thrown out of a wheelchair due to a manufacturing defect." Date of event unknown. Per letter, end-user purchased the wheelchair from a local pharmacy. Shortly after the purchase of the wheelchair, the end-user was thrown out of it due to a manufacturing defect. She was airlifted to a hospital. She did not require an overnight stay in the hospital, but sustained serious injuries to her arm, hand and head. Detail regarding the item number/model, serial number or alleged manufacturing defect not provided in communication. Photos provided show a heavily used wheelchair wheel, covered in a thick layer of dirt/dust.

Event description:
Further details noted as of (B)(6) 2018: apparently the end-user performed some repairs on the wheelchair previously, and the repairs included welding. The welding is on the joint of the crossbars under the seat, and was near the serial number sticker. Now the serial is caked in soot, which would not rub off, even with a gentle use of a disinfecting wipe. The end-user reports that they were hesitant to use too much effort because they did not want to obliterate the sticker. As best could tell, the serial number starts with "(B)(4)," are those are the only characters there is confidence in.

Event description:
Date of event updated; item# & supplier information also updated as of 8/27/2018.

Event description:
Further details noted as of 8/24/2018: on or about (B)(6) 2018, the user was using her wheelchair, going toward her home from her driveway, when the left wheel broke & sent her into a crash, causing her to be thrown from the device onto the dirt/rocks by a tree; this event happened at her home. The user was airlifted to a trauma center ER, where she received emergency care. She had 4 sutures on the inside of the skin on her forehead, and had 23 sutures on the outside of the skin on her forehead. She had traumatic brain injury, and her right arm had serious abrasions & a subdural hematoma; both knees were bruised, and her left knee still has a lump on it that has been there since the accident. She has had loss of dexterity to her right hand, and clutches her hand into a fist as a regular position & cannot straighten her hand nor stretch her arm out. The user was previously in fairly good health, & now is fully and completely dependent on a wheelchair for mobilization, and relies on functioning at all times.